Manufacturer narrative:
It was reported that the d-850 table allegedly dropped 6 inches. There was no report of an injury to the patient or a delay in the procedure. A stryker field service technician went to the customer site and conducted performance tests of all movements and functions on the table. There were no errors found during the testing and they were unable to replicate the complaint. The table was returned to full use.

Event description:
It was reported that the d-850 table allegedly dropped 6 inches. There was no injury, adverse event or delay in the procedure reported.